Event description:
The lens did not insert correctly into the patient's eye using the delivery device. Another lens was used to complete the procedure.

Manufacturer narrative:
This form was completed by the manufacturer. See MDR 1920664-2007-00338 for the introacular lens used with this delivery device.